Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs- linear leads, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 19100011.

Event description:
It was reported that the patients leads had high impedances despite reprogramming done. The patient underwent a revision procedure and the patient gained coverage to all pain areas. The explanted lead will not be returned as it was disposed by the medical facility.